Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017 by dr. (B)(6). -three esophagogastroduodenoscopies (egd) with balloon dilations to 20 mm were performed prior to device explant. -device explant due to dysphagia occurred on (B)(6) 2017 by dr. (B)(6). -device was found in the correct position/geometry. -"extensive adhesive disease around device" was noted.